Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2014 with the following findings: a review of the pump histories revealed a cs 054 call service alarm, which may cause the display to be blank for several minutes, and multiple cs 087 call service alarms in the alarm histories. During testing, the pump was powered on and emitted a cs 069 call service alarm, indicating a component failure on the printed circuit board. The blank screen was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.